Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, crease flat. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data: b5, d6b, d9, g1, h3, h6.

Event description:
The device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is capsular contracture, baker grade IV. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade IV. Patient additionally reported hardness and device migration. Device remains implanted.